Event description:
Pt had saline implants put in in 1998. Pt has had severe breast pain for over a year. Pt has had a multitude of symptoms developing over the year and becoming unbearable in the last four mos. Pt has been to the ER and several drs with no explanation other than the implants. Pt had explantation surgery.